Event description:
It was reported that during prep for a cryo ablation procedure resistance was encountered while advancing the mapping catheter through the y-connector on the balloon. The mapping catheter was reported to be kinked. Upon removal, the mapping catheter was found to be disfigured in shape and did not return to its intended shape. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 231481217 was returned and analyzed. A kink/twist was observed on the catheter shaft. The tip/loop of the mapping catheter was out of plane. Visual inspection of the introducer showed the introducer was kinked approximately "shaft" inches from the introducer proximal end. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The tip of the catheter is out of plane. Lemo connector assembly showed the lemo connector wire intact with no issues. In conclusion, the reported issue (kink) was confirmed through testing. The mapping catheter failed return inspection due to the introducer was kinked and tip of the catheter was out of plane. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.